Event description:
It was reported the stimulation turns off at various time. The pt is able to turn the therapy back on with his pt programmer. The pt's devices were interrogated in 2008. No pt injury was reported. In the following month, it was reported the pt was found on the floor after the device had turned off. The pt was seen by the physicians assistant; the problem could not be determined. Additional info has been requested from the hcp, but was not available as of the date of this report.